Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size19) was explanted after 3.2 years.

Manufacturer narrative:
Because the device was not returned, sorin group's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Results = the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Sorin is still confirming from the hospital if device will be available for evaluation. Histopathological examination will be conducted, if valve is returned.